Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported by the physician that the legacy models of zephyr pacemaker exhibited fluid inside the header block. The physician suspected this may be due to deterioration of the sealing rings. There were no reported adverse events pertaining to this anomaly.

Manufacturer narrative:
The serial number should be blank because the information was not available.